Event description:
The co was advised of this event by a surgeon requesting info on suture absorption rates. A plaintiff alleges that a surgeon sutured the small intestine to the abdominal wall with development of subsequent abdominal obstruction secondary to a foreign body granuloma (which allegedly developed around the suture material). It was reported that three surgical procedures were performed on this pt. It is unclear during which procedure this event occurred. The pt is reported to have had a cesarean section in 1994, laparotomy to lyse adhesions in 1996, then a hysterectomy in 1996. No further info is available at this time.